Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the first deployment was shallow, and the valve was recaptured. On the second deployment to 80%, both the non-coronary cusp (ncc) and left coronary cusp (lcc) were 4 millimeter (mm), therefore the valve was released from the delivery catheter system (dcs). The pacing rate was set to 120 beats per minute (bpm), and the blood pressure dropped to approximately 90 millimeters of mercury (mmhg). The valve gradually migrated and dislodged. Of note, there was calcification on the ncc side, which could have caused the valve to not anchor firmly. Additionally, there was a possibility of upper force that was exerted due to the annulus being greater than the left ventricular outflow tract (lvot). The hemodynamics were stable, therefore, the first valve was held above the sinotubular junction (stj) and a second valve was implanted. No hemodynamic abnormalities were observed after placement. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed, and a post-implant bav was not performed prior to the dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the first deployment was shallow, and the valve was recaptured. On the second deployment to 80%, both the non-coronary cusp (ncc) and left coronary cusp were 4 millimeter, therefore the valve was released from the delivery catheter system. The pacing rate was set to 120 beats per minute, and the blood pressure dropped to approximately 90 millimeters of mercury. The valve gradually migrated and dislodged. Of note, there was calcification on the ncc side, which could have caused the valve to not anchor firmly. Additionally, there was a possibility of upper force that was exerted due to the annulus being greater than the left ventricular outflow tract. The hemodynamics were stable, therefore, the first valve was held above the sinotubular junction and a second valve was implanted. No hemodynamic abnormalities were observed after placement. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed, and a post-implant bav was not performed prior to the dislodgement. No additional adverse patient effects were reported. Additional information was received that following the dislodge of the initial valve implanted, a snare was used to pull the valve into the ascending aorta. Additionally, one week following valve implant, complete atrio-ventricular block was observed. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.